Event description:
It was reported that the physician suspected fluid loss in ams 700 device that was implanted in the patient. The physician described that the pump would move some fluid into the cylinders, but after a few pumps, the pump would then remain flat and frozen. During the pumping action there was an audible sound to indicate that air may be present in the system. The patient has been sent for an ultrasound, the results indicating that only 48 mls of saline remain in the balloon, rather the original 100mls originally inserted. Revision surgery will be booked, possibly for (B)(6) 2020.